Event description:
It was reported that pump experienced malfunction with malfunction code 9 that recurred shortly after reset, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer reset pump with guidance from technical support, then arranged for pump replacement, planned to use multiple daily injections as backup insulin therapy, and expressed interest in obtaining out-of-warranty loaner pump, while no additional outcome details were provided.